Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been provided to medtronic for evaluation.

Event description:
It was reported by the patient's attorney that the patient underwent spinal surgery and recieved a pedicle screw fixation device. Ap proximately 5 months post-op, x-rays revealed a broken pedicle screw in the l5-s1 area.